Event description:
The customer reported that the hospital experienced a power outage and caused the central nurse's station (cns) to shut down. No patient harm reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer stated that after a power outage, the cns won't boot up. Device has raid hard drive set up. Customer ordered two hard drives for replacement. Service requested: troubleshooting. Service performed: nk tech support assisted customer in ordering and replacing two hard drives. Investigation conclusion: based on the information provided, the root cause of the boot up issue was due to hospital's power issue. Specifically, the power outage caused abrupt loss of power to the device, causing corruption of raid hard drives. Customer ordered new hard drives for replacement. Due to the issue not caused by the device and rather an environmental issue, no CAPA is required. Device has built mitigation mechanisms that reduce the risks to patient harm. The following field contains no information (ni), as attempts to obtain information were made, but not provide. D11 & c2: concomitant medical products.

Manufacturer narrative:
The customer reported that the hospital experienced a power outage and caused the central nurse's station (cns) to shut down. No patient harm reported. The customer stated that the entire town lost power and he was able to swap the hard drives of the cns; however, after the swap, the unit did not boot up. Booted with just the main drive and got a failed error. Booted with the back up and it is saying system setup please wait. Nk sent the customer new hard drives to resolve the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain information were made, but not provide: concomitant medical products.

Event description:
The customer reported that the hospital experienced a power outage and caused the central nurse's station (cns) to shut down. No patient harm reported.